Event description:
This event was reported as recurrent grade 4 mitral insufficiency, congestive heart failure, impaired lv dysfuction and idiopathic thrombocytopenia, purpura and calcification of mitral annulus. No further info was provided.